Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, a foreign material was found adhered after implanting the iol. Additional information was received and stated that, iol was replaced to the another one during the initial surgery.

Manufacturer narrative:
The product was not returned for analysis. A photo was provided and it shows a mark over the iol (intraocular lens) optic. The reporting facility did not provide a lot number or any identification of the product. Provided photo shows implanted iol . A mark/ line is visible over the iol optic. It is not clear if the observed mark is a scratch or a foreign material. The exact location of the observed mark cannot be confirmed. The root cause for the reported complaint could not be determined as no product was returned and not enough information was provided to complete the investigation. Based on our observation of the attached photo, a mark/ line is observed over the iol optic. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. All product history records are quality reviewed prior to product release. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated that, the surgeon suspects it may be a foreign material or a scratch of iol.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).